Manufacturer narrative:
Concomitant medical products: 0292, lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited clear evidence of electromagnetic interference. There was visible noise on atrial and oversensing on right ventricular (rv) base on markers. The device remains in use. No patient complications have been reported as a result of this event.